Event description:
Customer states: prior to use on a pt, while testing the connection of the trach tube, the doctor found the outer diameter of the trach tube connection part was slightly large, so the tube could not be used. Customer confirmed no pt involvement.

Manufacturer narrative:
Pending receipt of sample for analysis.